Event description:
Unomedical reference number (B)(4). Event occurred in bahrain. It was reported that the patient faced a bent cannula which led to blood glucose level of 17 mmol/l. Therefore, they tried to treat it by a manual injection. Moreover, the infusion set was last changed prior to the event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.